Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and reseated. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported live fluoro images go black. This resulted in an intermittent, recoverable loss of imaging functionality. This is no report of injury or death associated with this event.